Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax (device#1) may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for removal of the 3dmax (device #1). It was noted that the mesh in the left groin was folded upon itself and contracted. No medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol 3dmax. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008:the patient underwent bilateral inguinal hernia repair. Two (2) bard/davol medium 3dmax, (device #1) was implanted in patient during this repair. On (B)(6) 2017:the patient underwent removal of the failed 3dmax (device #1). During the procedure, the doctor noted ¿mesh in the left groin was folded upon itself and contracted¿. The 3dmax (device #1) implanted in patient failed to reasonably perform as intended. The 3dmax (device #1) caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the 3dmax (device #1)was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. As reported, the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective 3dmax (device #1). The attorney is not making a claim against the second 3dmax.